Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
Reportedly, customer received multiple cartridge change errors. It was reported that an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump, however customer received another cartridge change error. Customer's blood glucose level was 223 mg/dl. Customer used mdi for insulin therapy.